Event description:
The customer reported that the device intermittently activated on its own and that the button was sticking during a cystectomy. There was no injury to the patient or surgical staff.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.